Event description:
It was reported to philips that the system gave an alert indicating image disk space was low, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the there was a warning in the main examination room screen about the space was too low for more images. Upon functional testing, the fse found that the imaging hard drive was full. To resolve the reported issue, the fse advised the customer to delete the old images from the hard drive in ippc. After re-creating image space, the system was returned to use in good working order. The codes were updated based on the investigation outcome.